Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. A lead safety switch occurred in response to the rising rv impedance. No adverse patient effects were reported. At this time, this pacemaker system remains in service.